Manufacturer narrative:
Total hip replacement - whilst positioning the pinnacle trial liner into the definitive shell in order to perform a trial reduction, the central portion of the trial liner surrounding the locking screw separated from the rest of the trial, effectively breaking into two parts. Both parts of the trial liner were recovered, and the operation was completed using a similar instrument. Delay to surgery 2 minutes. No ae to patient. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Whilst positioning the pinnacle trial liner into the definitive shell in order to perform a trial reduction, the central portion of the trial liner surrounding the locking screw separated from the rest of the trial, effectively breaking into two parts. Both parts of the trial liner were recovered, and the operation was completed using a similar instrument. Delay to surgery 2 minutes. No ae to patient.